Event description:
It was reported that one (1) battery was not recognized by the controller and did not provide power, and another battery exhibited an erroneous critical battery alarm. The batteries were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system: battery, model #: 1650 / catalog #: 1650 / expiration date: 31-aug-2021 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 18-aug-2020, labeled for single use: no. Patient ime code(s): (B)(4), imf code(s): (B)(4), img code(s): (B)(4), FDA device code(s): (B)(4), FDA results code(s): (B)(4), FDA conclusion code(s): (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for additional information. Additional products: (B)(6) ¿ battery d9: yes, return date: 22-jun-2022. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): b01, b15. H6: FDA results code(s): c04. H6: FDA conclusion code(s): d02. Product event summary: two batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the device passed visual inspection and functional testing. Failure analysis of the returned (B)(6) revealed that the battery passed visual inspection. Functional testing revealed that the (B)(6) was unable to charge on a test battery charger or provide power to a test controller. During functional testing, test equipment was unable to read the battery status due to a communication problem with the main integrated circuit (ic). An attempt to reset the main ic was unable to reestablish the battery's functionality. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log file revealed a critical battery alarm involving battery (B)(6) on 22-jan-2022 at 16:56:16, due to a communication error. An additional critical battery alarm was recorded on 19-mar-2022 involving (B)(6) due to the battery depleting below 10%. The available logs do not cover the data points related to second critical battery alarm. As a result, the reported critical battery alarm, battery not providing power and not recognizing events were confirmed. The batteries had been lubricated prior to release. The most likely root cause of the reported critical battery alarm event can be attributed to a communication error between the controller and battery and the battery depleting below 10%. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported battery not providing power and not recognizing event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.